Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working and the display was blank. Customer¿s blood glucose value at time of incident was 170 mg/dl and current blood glucose value was 137 mg/dl. Customer stated that the display was not blank less than 30 seconds. Customer stated display is blank currently. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self-test, displacement test or verify missing segments/partial display due to blank display.